Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 700 mg/dl. Customer went to the emergency room (ER) and intravenous saline/insulin and potassium were administered. After 5 hours, customer left the ER feeling dehydrated and face was swollen. Bg was 140 mg/dl. Customer alleged pump was not delivering insulin. At the time of the report, customer was unable to review the pump history with tandem technical support (cts). Although multiple attempts were made by cts to obtain additional information and review pump history, customer did not reply.